Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a one-link extension set experienced a no flow. This occurred in the ambulatory surgery center during an infusion of normal saline using a non-baxter infusion pump set at a rate of 100 cc/hr. The reporter stated that there was ¿no flow as soon as fluids were initiated.¿ the reporter stated that the extension set was replaced to resolve the issue, and that no issues had been observed with the set prior to the no flow event. There was no patient injury, medical intervention or adverse event associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The device was connected to an in-house solution container and primed with no defects noted. The device was connected to a pressure gauge and placed under water for pressure and clear passage testing with no defects noted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.